Event description:
A malfunction was reported on the customer's pump, but there was no adverse impact on the customer's blood glucose level. The customer was advised by technical support to switch to an alternate insulin delivery method if necessary and to continue using the current pump until a replacement was received.